Manufacturer narrative:
Calibration data was within expectations. Quality controls recovered within range on the day of the event. A general reagent issue was not evident as controls run prior to the event were within range. The sample centrifugation conditions were not performed as recommended by the tube manufacturer. Camera images obtained from the analyzer showed a white metallic film on the surface of many samples. Many samples also contained white particulate matter and bubbles. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with elecsys troponin t hs on two cobas e 801 analytical unit analyzers (e801 a and e801 b). The first sample initially resulted in a troponin t value of 126 ng/l and repeated as 9 ng/l when tested on e801 a. The sample was repeated on a third analyzer, resulting in a value of 9 ng/l. The second sample initially resulted in a troponin t value of 47.9 ng/l and repeated as 6.58 ng/l when tested on e801 a on (B)(6) 2023. The sample was repeated on e801 b, resulting in a value of < 5 ng/l on (B)(6) 2023. The third sample initially resulted in a troponin t value of 72 ng/l and repeated as 14 ng/l when tested on e801 a on (B)(6) 2023. The sample was repeated on e801 b, resulting in a value of 14 ng/l on (B)(6) 2023. The fourth sample initially resulted in a troponin t value of 425 ng/l when tested on e801 a on (B)(6) 2023. The sample was repeated twice on e801 a, resulting in values of 10 ng/l and 11 ng/l on (B)(6) 2023. The fifth sample initially resulted in a troponin t value of 25 ng/l and repeated as 15 ng/l when tested on e801 b on 03-dec-2023. The sample was repeated twice on e801 a, resulting in values of 95 ng/l and 16 ng/l on (B)(6) 2023. The 16 ng/l value was deemed correct.

Manufacturer narrative:
The serial number of e801 a is (B)(6). The serial number of e801 b was requested, but not provided. The investigation is ongoing.